Manufacturer narrative:
Broken impression post stuck in the implant. Fractured parts of impression post could not be removed from dental implant. Implant needed to be explanted. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken impression post stuck in the implant. Fractured parts of impression post could not be removed from dental implant. Implant needed to be explanted.